Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified numbers of interlink system t-connector extension set disconnected from a one-link neutral luer activated device. It was further reported they were able to tighten the connection but during use it would loose and the t-connector comes off. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.